Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, difficulty removing the balloon from the stent after deflation was encountered. The lesion being treated was in the diagonal artery. The physician successfully deployed the taxus express2 8.8% 2.5 mm x 24 mm stent at 9 atms. The physician's assistant deflated the balloon. The physician is very conservative about how the balloons are deflated during his cases. In this case, the inflation device was dialed back to zero, pulled to negative, and left at neutral. When the balloon did not release from the stent, the indeflator was dialed up to 2 atms, dialed back down to zero, pulled to negative and then to neutral. The physician then attempted to deep seat the guide and the wire plunged with the guide. This caused a vessel perforation distal to the stent. This was not repaired due to no contrast leaking into the myocardium via fluoroscopy and a stat 2d echo. The pt remained hemodynamically stable during the entire procedure and is listed in good condition. No reintervention was required.